Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an 840 ventilator was not functioning on alternate current (ac) power. Although requested it is unknown if a patient was connected to the ventilator at the time of the event. A non-medtronic/covidien service provider inspected the device and identified a defective power supply. The power supply was replaced and the ventilator is in good working condition. Medtronic/covidien was not authorized to repair the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator was not turning on while on alternating current (ac) power. The ventilator was not in use on a patient at the time of the reported event. A third party service provider inspected the device and identified that the power supply needed replacement. The power supply was replaced and the ventilator was in working condition.